Event description:
The 512x was used during a laparoscopic cholecystectomy. It was reported during the dissection of the gallbladder, the surgeon noticed that the device cannula had become fragmented. This was the port used to hold the hartman's pouch. The surgeon stopped the procedure to recover the pieces of the device. A 511sd was then opened to complete the case. The surgeon did a digital examination before closing port site. Three more pieces were found and the site was closed. Not all the pieces of the device were retrieved. The hosp is keeping the device at this time.